Event description:
It was reported that during a pci procedure, the quantum maverick monorail ptca catheter balloon ruptured. The lesion being treated was a calcified, 90% stenotic lesion in the distal left circumflex (lcx) coronary artery. Due to heavy calcification, it was difficult for the quantum maverick monorail ptca catheter to cross the lesion. After the first inflation at 12 atms, the lesion did not extend properly. During the second inflation, the balloon of the quantum maverick monorail ptca catheter ruptured at 16 atms. A terumo introducer sheath, a runthrough guidewire, a 7fr mach1 cls3 guide catheter, an encore 26 inflation device and a cypher stent were also used in the procedure. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.